Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The blood glucose reading was 114 mg/dl. No significant events leading to the alarm were observed. The customer stated that she removed and reinserted the battery, after which the insulin pump alarmed battery out limit. She stated that the battery was out of the insulin pump for more than 24 hours. She noted that the light then came on and the device started scrolling. Advised replacement of the insulin pump. Nothing further reported.